Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Evaluation conclusions: inherent risk of procedure - (myocardial infarction).(B)(4).

Event description:
During the index procedure, 1 endeavor sprint drug-eluting stent was implanted in the 1st om. Approximately 24 months post index procedure, the patient suffered an mi in the target vessel and also had a revascularization of the target lesion due to instent restenosis 3 days post the mi. Another brand of drug-eluting stent was implanted. The procedure was successful. The investigator has indicated that the events were definitely related to the study device.